Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amulet delivery sheath. The patient presented with a small pericardial effusion in the left atrium. The device was properly flushed and all sheaths and guidewires were replaced in the pulmonary vein per instruction for use recommendation. The amulet was implanted successfully with only one positioning attempt. The patient remained hemodynamically stable throughout the procedure. After the procedure was completed, a transesophageal echocardiogram (tee) check was performed and the pericardial effusion in the left atrium had worsened. The patient's pressure and pulse were still stable so the patient was monitored without immediate intervention. The pericardial effusion resolved through medication. The patient is reported to be discharged. There no allegation of malfunction of the amulet. Activated clotting time was above 250 seconds the duration of the procedure. Heparin was administered during the procedure.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the implantation, the patient presented with a small pericardial effusion in the left atrium. The device was properly flushed and all sheaths and guidewires were replaced in the pulmonary vein per instruction for use recommendation. The amulet was implanted successfully with only one positioning attempt. The patient remained hemodynamically stable throughout the procedure. After the procedure was completed, a transesophageal echocardiogram (tee) check was performed and the pericardial effusion in the left atrium had worsened. The patient's pressure and pulse were still stable so the patient was monitored without immediate intervention. The pericardial effusion resolved through medication. The patient is reported to be discharged. In addition, the patient had a pre-exiting pericardial effusion before the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined.